Event description:
A review of service data has detected a reportable event. Upon servicing of monitor sn (B)(4), which was returned for normal maintenance, the monitor failed the pulse test. The last patient to use this monitor failed the pulse test. The last patient to use this monitor did not report any problems.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon receipt the monitor failed the pulse test. The cause for the pulse test failure was insufficient solder on voltage converter u6 on the ca board. The root cause for the insufficient solder on component u6 cannot be positively identified but is likely an assembly error. No adverse event resulted from the defective component. The last patient to use this monitor did not report any problems.